Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Reportedly, the customer burned skin. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was in 450-550 mg/dl range. Customer required assistance from the contact to address bg with a manual injection. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery depletion issue could not be verified while based on the analysis, the alleged battery hot to touch issue could not be verified; however, a different issue was identified.